Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient was a few weeks out from implant and it seemed that her pump was turning. The patient did not know if the pump pocket was to large and wanted to know if it would be possible for the catheter to kink and the medication not go through. The patient noted not getting any relief starting "a little more than a week ago". However, it was stated that the patient understood they were working the patient up and it would take time. Additionally, it was noted that the patient went in for a dose increase (4 mg/day) and last week they had a "terrible time" trying to communicate with the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient notified the physician on (B)(6) 2017 and the hcp did not check it. The hcp had stated that it could not have happened. The patient had another appointment scheduled for (B)(6) 2017. The patient's pump was implanted on (B)(6) 2017 and it seemed to have turned and continued to have the ability to turn freely. It was believed that the pouch area was large enough that depending on the patient's position, the pump would move. No steps were taken to resolve the issue. It was unknown if the event had been resolved.